Event description:
It was reported when the patient presented to the hospital for an unrelated reason, the device could not be interrogated. Communication still failed when the physician placed a telemetry wand over the device and tried to perform multiple telemetry tests. The patient was asymptomatic. It was unknown when the device had last been interrogated. The device was explanted and replaced. No further information is available.